Manufacturer narrative:
Lead rec'd in a partial distal approx 40.5cm portion with no j stiffener wire discrepancies. X-ray of lead distally confirms no j stiffener wire discrepancies.

Event description:
Device analysis is provided. Explant method: intravascular, superior technique/tools: direct traction with locking stylet, sheath(s). No complications.